Event description:
The customer reported that they believe that the wash buffer reservoir of an access 2 immunoassay system was leaking. Initially the customer had thought this event to be a fluid spill rather than a leak. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no injuries were reported. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. The facility possessed an exposure control/risk management plan.

Manufacturer narrative:
Service was dispatched for this event on (B)(4) 2012. The field service engineer was unable to duplicate any leaking on the system. (B)(4).